Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic for a device interrogation on their pacemaker and experienced a brief asystole episode that resolved itself. The episode could not be found by the electrocardiogram strip and the cause was unknown. No changes were made. The patient was stable.